Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg less than 40 mg/dl); cause was not known. Juice was consumed to address low bg. As the events occurred in the past, recommendation was made for the customer to discuss the event with a healthcare provider.

Manufacturer narrative:
Customer reported blood glucose has been stable and declined to upload pump data for review. Customer was satisfied and had no further questions.